Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed nor replicated by failure analysis. The instrument was tested on an in-house system and successfully passed recognition and engagement tests. It demonstrated intuitive movement with a full range of motion in all directions. The grip tips opened and closed properly, and the instrument passed energy delivery testing across multiple grip orientations as well as the electrical continuity test. The instrument was fully functional, and no product issues were identified. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument wrist was not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter, however, no further details could be provided.